Event description:
It was reported by the rep that the one er320 was used during a laparoscopic cholecystectomy procedure. It was reported that a clip fell off of the pt post-op and resulted in a bile duct leak. 8/23/2000 rep responded that the pt expired.